Event description:
The customer's father reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 190 mg/dl. It was reported that the display on the insulin pump was blank. Troubleshooting could not be performed due to the blank display. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.